Event description:
The facility representative reported an ipump with a condition of "constant alarm when power is supplied to the device". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of alarms with battery in involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a micro-processor unit (mpu) printed circuit board (pcb) failure. The mpu pcb was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.